Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle labeling did not match the actual product. The following information was provided by the initial reporter: "consumer stated, the description on the box is correct but the product is wrong."

Event description:
It was reported that the bd ultra-fine¿ pen needle labeling did not match the actual product. The following information was provided by the initial reporter: "consumer stated, the description on the box is correct but the product is wrong".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 20-apr-2022. Investigation summary: customer returned a shelf carton for 4mm, 32 gauge nano pen needles from lot 1019140. However, the contents of the shelf carton were exclusively 4mm, 32 gauge nano pro pen needles from lot 1243883. Per dun laoghaire: as the carton in the photo is open and based on the manufacturing dates below this mix cannot be confirmed to be manufacturing related. Lot. No. 1019140 was manufactured march 06 to 09, 2021 and packed march 09 to 10, 2021 and then shipped in march/april 2021. Lot. No. 1243883 was manufactured october 08 to 10, 2021 and packed october 11 to 12, 2021 and then shipped in october 2021. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the pen needles inside the shelf carton not matching the shelf carton¿s reported specifications. While the samples returned feature pen needles in the incorrect pen needle carton, these were manufactured and shipped months apart from one another. Incorrect pen needles may have been placed in the shelf carton outside of embecta control. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.